Manufacturer narrative:
Given the variable reactivity seen when testing the samples with various methods, it is possible the antibody titers of this sample may be too low to consistently be detected. The package insert for crrs 3 indicates that negative reactions will be obtained if the test serum contains antibodies present in a concentration too low to be detected by the test methods employed. The customer did not return sample for investigation testing.

Event description:
An unexpected negative reaction was reported on a patient sample tested with capture-r ready screen 3 (crrs) during echo validation. The patient had a history of anti-fya and -jkb.